Event description:
It was reported that patient presented in clinic. The patient's right ventricular (rv) lead was discovered to have perforated tissue, which caused the lead to exhibit high capture thresholds and inappropriate sensing. The rv lead was explanted and replaced. Patient was stable.